Event description:
There was no iab in the user carton when the box was opened. There was only an insertion kit. (Event complications: unk-reported 11/11/97.) (Pt's current status: unk-rpt'd 11/11/97.)

Manufacturer narrative:
Eval: a user carton, labeled as containing iab s/n i1124815, was returned for eval. Visual inspection of the carton contents revealed an unused, sealed insertion kit, lot aaj. There was user documentation in the carton. No iab was observed to be present within the box. (This follow-up MDR was mailed to the FDA on 1/6/98).